Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified flat creases and the shell was broken. A weight test of the device verified the device to be underweight. A microscopic analysis was performed which identified one sharp broken edge in the shell with nick/stress marks and wear/abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken edge in the shell with nick/stress marks in the side radius, assessed as a surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation". Device remains implanted.